Manufacturer narrative:
Further investigation of the provided data and analyzer alarm trace determined the most probable root cause was a pre-analytical issue causing clots or contamination of the sample probe.

Manufacturer narrative:
B)(4).

Event description:
The customer received questionable low ca2 calcium gen. 2 results for two patient samples and questionable low ureal urea/bun results for two additional patient samples. Of the data provided, only the calcium results were discrepant. Patient 1 initial result was 4.84 mg/dl and the repeat result on the same analyzer was 8.50 mg/dl. Patient 2 initial result was 5.85 mg/dl and the repeat result on another cobas 8000 c (701) module was 10.01 mg/dl. No erroneous result was reported outside of the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The calcium reagent lot number was 22142501 with an expiration date of 31-may-2018. The field service representative found the cell blank levels were too high and he reset them.